Manufacturer narrative:
According to the customer, there have been multiple incidents of the catheters "not draining the bladder" and the customer believes an "obstruction may have occurred at the tip of the catheter". The customer reported "urine retention" was confirmed with a "bladder scan", and a new catheter was inserted due to the reported issue. The customer reported "the patient bladders were drained following catheter replacement" and "there was no indication of patient harm or negative outcome after replacement". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Catheters "not draining the bladder".